Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal string snapped while trying to tamp the device. Additional information was received on april 1, 2019. The procedure being performed was a right leg angiogram intervention fempop (femoral popliteal procedure) using a 6fr sheath. A pre-deployment angiogram was performed. Hemostasis was achieved through manual compression. When the suture line broke, there was diminished pulses noted. The patient was transferred to the hospital for surgical intervention and removal of angio-seal component. The hospital did not document and identify which component was located and removed in right common femoral artery (cfa). The patient was reported to be in stable condition.